Event description:
Spouse of home patient (hp) contacted baxter's technical service center (tsc) for assistance during the hp's apd therapy. Spouse reported a leak in the tubing of the patient extension line during fill 1/4. Prior to contacting tsc, spouse had disconnected the reported line, replaced and resumed therapy. Technician advised spouse to discontinue therapy at this time and contact the healthcare professional (hcp) regarding the reported incident. Additionally, if therapy is resumed, all supplies should be replaced. Spouse did not discontinue therapy as advised. Follow up with the hcp indicated patient did not contact hcp, thus no patient injury or medical intervention reported per hcp.